Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that there was no stimulation after the pulse generator was connected to the lead. The patient dis- played asystole and a -hard massage- was performed to re- start the heart. The device was removed and replaced.